Manufacturer narrative:
The complaint of a break in the catheter was confirmed, but the exact cause is unk. The staggered tip of the hemoglide catheter broke at the distal end of the d/l tubing. The plane of the break was perpendicular to the axis of the tubing. Tensile weakness was detected in the staggered tip of the catheter, which indicates that the tubing was stretched. It is possible that excessive stress was induced by tunneling the catheter during placement. The product IFU states, "the catheter should not be forced through the tunnel." No defects related to the manufacturing process were noted on the complaint sample. A chr of lot # repj0798 showed no other similar product complaint(s) from this lot.

Event description:
It was reported that the catheter tip was totally fractured at the opening of a tip, and this catheter has been used less than one month.